Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, the customer declined to reload the cartridge and reverted and manual injections for insulin therapy.